Event description:
A physician reported the needle of the vitrectome was shot off and ended up in the retina. There was a damage to the retina and was repaired. The needle came loose at the edge of the plastic handpiece.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1; a.2; a.3a; b.5; d.1; d.4; d.10; h.11. The product catalog number was updated from unk to 8065752450. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from company representative, fortunately, it was not a defect in the macula. Since, the defect was mid-peripheral and the defective probe did not affect the macula region, optic nerve or major blood vessels, the patient will not experience any further discomfort. The procedure was continued with a new probe and the created defect was lasered and the patient's retina was still attached months after the procedure and vision has recovered.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at investigation site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos attached were reviewed by the manufacturing site. Image 1 shows a side-by-side comparison of the 25+ gauge and 20k probe showing the needle separation on the 25+ gauge probe. Image 2 is of the damaged retina. Reported issue is confirmed, although the root cause of the issue is not confirmed from the photo review. The attached customer photo confirms the reported issue of needle detachment; however because sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, without a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with the probe needle/stiffener pulled out of the needled holder. The degree of wear cannot be determined due to the inner cutter cannot be extracted from the needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached were reviewed by the manufacturing site. Image 1 shows a side-by-side comparison of the 25+gauge and 20k probe showing the needle separation on the 25+gauge probe. Image 2 is of the damaged retina. Reported issue is confirmed, although the root cause of the issue is not confirmed from the photo review. The complaint evaluation confirms the probe needle/stiffener pulled out of the needled holder. How and when the needle/stiffener pulled out of the needled holder cannot be determined from the evaluation performed; therefore, a root cause cannot be determine. An exact root cause for the reported event could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).